Event description:
Event description guidant received information that this physician electively explanted this implantable cardioverter defibrillator. There were no allegations against the device. Guidant received additional information that model#497-19 sn#02316 was surgically capped due to 2k pacing impedance and history of high pacing threshold.